Manufacturer narrative:
The customer reported that the central nurse's station (cns) gave a "display resolution error" and upon reboot the cns application would not launch, which caused an interruption in patient monitoring. The dual display system was connected via the kernel-based virtual machine extender (kvm extender). When trying to select the profile for display 1 the following error was generated, "this profile cannot be applied with the current system configuration." A hard reboot of the kvm extender and the cns, resolved the issue, allowing them to launch the application and monitor the devices. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device.

Event description:
The customer reported that there were several reboots of the central nurse's station (cns that affected patient monitoring. Upon reboot the cns was getting display resolution error. Dual display system connected via kernel-based virtual machine extender (kvm extender). A hard reboot of the kvm extender and the cns, resolved the issue, and they were able to launch the application and monitor the devices. No patient harm reported.

Event description:
The customer reported that there were several reboots of the central nurse's station (cns that affected patient monitoring. Upon reboot the cns was getting display resolution error. Dual display system connected via kernel-based virtual machine extender (kvm extender). A hard reboot of the kvm extender and the cns, resolved the issue, and they were able to launch the application and monitor the devices. No patient harm reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer stated that cns (pu-681ra (B)(6) ) was experiencing display resolution error, preventing the launch of the cns application. The issue occurred upon rebooting the device. The reason for rebooting the device was not provided. Investigation conclusion: dual display system connected via kvm. Display 1 was set to 1920 x 1080 and 1920 x 1200 was unavailable. Display 2 was set to 1920 x 1200. When mary selected the profile for display 1 the following error was generated: this profile cannot be applied with the current system configuration. Hard reboot of kvm and cns resolved the issue; they were able to launch the application and monitor devices. Although the root cause was not determined as the issue was resolved when the device was rebooted during troubleshooting call, the risks associated with such incident low. No CAPA is required at this time. The following fields are not applicable (na) to this report: d4 lot # & expiration date. The following field contains no information (ni), as attempts to obtain information were made, but not provided: d11 & c2 concomitant medical device. Additional information: b4 date of this report. F6 date user facility/importer became aware of the event. F7 type of report. F11 date report sent to FDA. F13 date report sent to manufacturer. G4 date received by manufacturer. G7 type of report. H2 if follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.